Event description:
It was reported that after the puncture with the needle and advance of the guidewire, the guidewire allegedly stops and is not possible to advance or remove from the needle. Supposedly, this happens using seldinger technique for catheter placing. On (B)(6) 2015 investigation found guidewire frayed.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The complaint is confirmed and will be recorded as user related. The product implicated is a niagara straight dual lumen 15 cm catheter. Returned for eval is one damaged guidewire with its plastic trigger dispenser. The damaged incurred to the guidewire exhibits tensile elongation of the outer coils and separation of the ctr core wire from its distal weld tip. The stretched and elongated guidewire has occurred during the insertion procedure. As evidenced by the sample returned the guidewire has been damaged through use. The introducer needle was not returned for eval. A lot history review (lhr) of rexl0154 showed no other similar product complaint from these lot numbers.